Event description:
During the atrial fibrillation procedure, when the sheath was inserted into the left atrium and the advisor hd grid catheter was advanced through it, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.